Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Rep alleges the consumer (the end user) experienced a fall that resulted in a broken femur and required surgery.